Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device returned but no anomalies were found.

Event description:
It was reported that during the implant procedure when removed from the box, the helix was already partially extended. While extending and retracting pre operative, the physician considered it to be stiffer than it should be. The lead was not implanted. No patient complications have been reported as a result of this event.